Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (catalog number etlw1628c199e, serial number unknown, use by date unknown and upn# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system and two endurant ii stent graft limbs were implanted in a patient in a pside trial for the treatment of a type iii thoracoabdominal aneurysm. It was reported that the patient expired 33 days post procedure. As per the physician, the patient likely expired from a fatal cardiac event but the exact cause was unable to be determined and autopsy was declined by the family. In the opinion of the physician, the event was not device related but procedure relationship has not yet been ascertained. No additional clinical sequelae were reported.